Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 80 mg/dl using the accu-chek aviva test strips (system 1) and 135 mg/dl using the accu-chek guide test strips (system 2).